Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, recurrence, bleeding, and a product problem. Additionally, it was reported that the plaintiff experienced urinary tract infection, erosion, chronic pain, pain in the vagina, vaginal discharge, spotting, urinary incontinence and an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death was reported as sepsis secondary to uti, pelvic abscess and dilated cardiomyopathy.